Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that flexvision pc did not bootup. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that flex vision pc didn't start up. There was no service performed by the philips engineer. The philips attempted to reach the customer, but there was no response received. No further information available. The codes were updated based on the investigation outcome. Evaluation method code was corrected.